Event description:
During use for a cardiopulmonary bypass procedure, the pump stopped and displayed an "overcurrent" error. The pump was replaced and the procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not begun.